Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported a liquid leak inside the lh 780 instrument with some blood. Customer stated they were receiving fd-7 alarms and when they unit was opened, they noticed a leak of about 20cc. No injuries were reported and erroneous patient results were generated. Field service engineer (fse) examined the instrument and found a hole in the tubing at the sample access module. Fse replaced the sample access module and verified repairs per established procedures. The instrument ran without any errors and no further leaks were reported.